Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump was saying low and was still suspended. They also reported that there was a sensor glucose discrepancy. Their current blood glucose level was 164 mg/dl but the sensor glucose value was 64 mg/dl. Troubleshooting was performed. The product will not return for analysis.